Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during use. The home patient (hp) was in dwell. The hp has bags connected. The hp stated that there was no disconnections (himself or bags). No leaks detected. The baxter technical service representative (tsr) had the hp cycle power. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved by ending therapy on the cycler and finishing with manual supplies. The cg did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.